Manufacturer narrative:
(B)(4)

Event description:
It was reported that high pacing lead impedance and high capture threshold were observed. Lead extraction was planned. No further information is available.